Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviations, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility operations supervisor reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported the hd machine alarmed appropriately (unspecified alarm). The patient was able to complete their treatment using the same supplies. There was no reported adverse event, serious injury, nor medical intervention. The complaint device was not available to return to the manufacturer. Multiple follow up attempts by phone and in writing were performed, however, a response was not received.